Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced myocardial infarction (mi) and subsequently died coincident with peritoneal dialysis (pd) therapy. Approximately three and a half weeks prior to event of death, the patient was hospitalized for mi and unrelated events. The treatment during hospitalization was unknown. Subsequently, the patient died. The cause of death was reported as cardiac and respiratory failure. An autopsy was not performed. It was reported that the patient was performing pd therapy with an unknown solution in the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pneumatic system was tested with no leaks found and all pressures were correct and stable. A short simulated therapy was successfully performed. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.